Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the clinic after hearing their device emit tones. Upon interogation it was discovered that the device had declared a battery status of elective replacement indicator and premature battery depletion was suspected. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.